Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the pump emitted replace battery alarms without emitting prior low battery warnings. Moisture was allegedly visible in the pump battery compartment, and the battery cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/09/2014 with the following findings: the pump black box data could not be downloaded for review due to moisture damage. During a visual inspection of the pump, the battery compartment was observed to be cracked with damaged threads. Evidence of moisture ingress was also found in the battery compartment and on the underside of the battery cap. The battery cap did not secure properly to the pump, nor did a test cap, and an intermittent power loss was duplicated. Current draws measured within specifications. A leak test was performed and failed due to a battery compartment leak. The pump case was removed and evidence of moisture ingress was found on an internal component. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, all of the pump keypad buttons were intermittently unresponsive. No damage was found to the keypad cover. The keypad cover was removed, and contamination was found under all button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.